Event description:
No new information reported.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: 29 oct 2019. B5: no new information reported. D6: (B)(6) 2016. D7: (B)(6) 2019. D11: osseotite® tapered certain® implant 4 x 10mm. Item: xifnt410 lot: 2016080301. G4: 22 oct 2019. G7: follow up. H1: serious injury. H2: additional information. H3: yes, evaluation summary attached. H6: method, results, conclusion codes. H10: manufacturer narrative. A piece of the reported fractured item was received for evaluation. Per visual inspection, a piece of the fractured screw was confirmed to be within the implant. Functional testing could not be performed as the screw was fractured and the implant was damaged. The reported condition of a screw that fractured in the implant and was unable to be removed was confirmed. A device history record (DHR) review was not completed for the reported device as the lot number is unknown. A DHR review was completed for the reported concomitant device lot number. No deviations nor non-conformances which could have caused or contributed to the reported event were identified. A 12 month complaint history review was completed for the reported item number for similar events. No other complaint identified. A complaint history review was performed for the reported concomitant device lot number for similar events and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw fractured in an implant. The screw was unable to be removed, causing the implant to be removed. Tooth location 15.